Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/14/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2012 with the following findings: a review of the pump history indicated that rebooting had occurred. The pump was returned with a stripped battery cap that would not fully tighten to the pump. A test cap was used to complete investigation. With the test cap, the pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump was rebooting. There was reportedly no damage to the battery cap or battery compartment; there was no moisture indicated and there was no visible yellow o-ring. The patient stated that he has never replaced the battery cap; the battery cap is original to the pump from (B)(6) 2009. The user guide instructs the user to replace the battery cap every six months, or every three months if the pump is frequently exposed to dusty environments or to water. The patient stated that he tried two different batteries and the issue remained unresolved. There was no reported patient impact as a result of the power issue.